Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.

Event description:
It was reported that impedance and sensing thresholds decreased, and no capture was observed.